Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected a false pause episode due to undersensing. It was also reported that the icm detected a false tachycardia episode due to t-wave oversensing (twos). It was noted that both issues were due to varied r-wave amplitude. The icm remains in use. No patient complications have been reported as a result of this event.